Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. On (B)(6) 2025, the customer experienced a systemic allergic reaction to the biosensor adhesive which resulted in treatment with oral prescription medications (prednisone and high dose antihistamines). The extent of the reaction was not specified. After discovering the reaction, the customer discontinued sensor use. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional customer or event information is available.